Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information.

Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll bns. Had leakage past the stopper. The following information was provided by the initial reporter: material#: 304656. Batch#: 4193557. Verbatim: rcc received a complaint via email. Complaint number(s): (B)(4). Product sku: 26001 (dnqsyr 3ml l/l) vendor part no 301073) 153245 (dnqsyringe 5ml ll bns) vendor part no 304656) lot 4193557. Product lot number: unknown. Complaint details: ¿date of event 4/15/2025. It was reported that syringes 3ml and 5ml are "failing and the meds are going up into the syringe above the plunger seal". Due to this, a new device is required.¿